Event description:
It was reported by the user facility that the drill operated when the trigger was not activated. No further info is known. Attempts to obtain add'l info have been unsuccessful.

Manufacturer narrative:
The handpiece was received by the MFR and the complaint was confirmed. Internal components were evaluated and corrosion was discovered in the motor assembly, rotor assembly, and bearings. All corroded components were replaced and the drill was returned to the user facility.